Event description:
A loud alarm was heard coming from a patient's room. Upon entering the room, the alaris pump was alarming and equipment malfunction was noted on the screen. The infusion stopped. The alarm on the pump would not stop until the pump was turned off. The pump was replaced.